Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving 2.5 mg/ml dilaudid at 0.1201 mg/day via a pump implanted for non-malignant pain. It was reported that on (B)(6) 2016, the patient's pump was turned up too high. The patient crashed when it was turned down. Additional details about the event were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.